Manufacturer narrative:
The reagent lot number is 771955. The expiration date was not provided. The investigation reviewed the system's alarm trace and an abnormal aspiration alarm was observed. The customer's qc was mostly within range with some fluctuation. The calibration trace was mostly inconspicuous. The field service representative bleached reagent lines, checked alignments, the incubator bath level, the gearhead pump pressure, the cuvette laundry levels, the probe outside wash levels, and the condition of the rinse tubings. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium results for 1 patient sample on a cobas 8000 c 702 module. The initial result was 1.73 mmol/l. The result was reported to the clinician. The repeated result was 2.42 mmol/l. The sample was repeated as the customer has a rule setup in the middleware to repeat calcium results that are <1.9 mmol/l.